Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred sometime in 2017. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak involving a clearlink system continu-flo solution set with duo-vent spike during infusion. The patient¿s bed sheets were observed to be wet. The leak occurred between the t-connector and the primary tubing set. The infusion was running at 35 ml/hr. The total infusion was 100 ml with about 10 ml lost to the leak. When the leak was observed, the set was changed and infusion was continued. There was about a fifteen minute delay. There was no patient injury or medical intervention associated with this event. No additional information is available.